Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down arrows have to be pressed more than once. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump rejects new batteries, condensation in screen, battery compartment harder to open, has to prime more than once, rewind is slower, rewind was much louder, backlight was dimmer. The device will not be returned for analysis.